Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)/migration of essure device (below peritoneum)"), abdominal pain ("excruciating abdominal pains") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 7620737-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included ovarian cyst and ectopic pregnancy. Concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. In april 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and dyspareunia ("dyspareunia"). The patient was treated with surgery (diagnostic laparoscopy; laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2010 ¿ hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2010 she underwent a partial hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on 16-apr-2010. At the time of the report, the device breakage, uterine perforation, abdominal pain and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain and dyspareunia had resolved. The reporter considered abdominal pain, device breakage, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: she began to experience the events some time after the essure implantation. Essure coil placed within right fallopian tube with 3 to 4 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)/migration of essure device (below peritoneum)"), abdominal pain ("excruciating abdominal pains") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 7620737) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included ovarian cyst and ectopic pregnancy. Concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and dyspareunia ("dyspareunia"). The patient was treated with surgery (diagnostic laparoscopy; laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy), and surgery (on (B)(6) 2010 she underwent a partial hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device breakage, uterine perforation, abdominal pain and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain and dyspareunia had resolved. The reporter considered abdominal pain, device breakage, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: she began to experience the events some time after the essure implantation. Essure coil placed within right fallopian tube with 3 to 4 trailing coils. Most recent follow-up information incorporated above includes: on 21-mar-2018: pfs and medical record received:the events device breakage, dyspareunia, uterine perforation,abnormal bleeding,pelvic pain,essure confirmation test not done added. Reporters, events outcome, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)/migration of essure device (below peritoneum)"), abdominal pain ("excruciating abdominal pains") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 7620737-invalid, 53223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included ovarian cyst, ectopic pregnancy and cholecystectomy. Concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (diagnostic laparoscopy; laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2010 ¿ hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2010 she underwent a partial hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device breakage, uterine perforation and abdominal pain outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device breakage, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she began to experience the events some time after the essure implantation. Essure coil placed within right fallopian tube with 3 to 4 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: event "abnormal bleeding (vaginal)" added, event "excessive and abnormal bleeding during menstruation" outcome updated to "recovered/resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("excruciating abdominal pains") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2010 she underwent a partial hysterectomy and bilateral salpingectomy). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain and menorrhagia to be related to essure (ess205). The reporter commented: she began to experience the events some time after the essure implantation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented excruciating abdominal pains. A partial hysterectomy and bilateral salpingectomy was performed around 4 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred after insertion. Given event's nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.